Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The customer's report was observed during evaluation of the device activity log. The logs showed an indication of incorrect battery installation by the user. Which prevented the device from completing a charge during the self test in rescue mode, resulting in a self test failure. The batteries were not returned for evaluation. The coulomb counter was reset to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.